Event description:
The customer's husband stated that the customer was connected during the manual prime and may have delivered more than 30 units into her body. The reported blood glucose reading was 63 mg/dl. Paramedics were called and arrived on the scene to treat the customer. The customer was not hospitalized, and she treated her blood glucose with orange juice while the paramedics monitored her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.